Event description:
A cryoablation procedure was performed using the arctic front catheter and flexcath steerable sheath (catheter introducer). During the case, the arctic front catheter was removed from the flexcath sheath for assessment of the pulmonary veins. The arctic front catheter was then re-inserted through the flexcath sheath past the valve. When the physician aspirated the sheath, he reported that there was air in the syringe (approximately 10-15cc). The physician removed the arctic front catheter from the flexcath sheath and aspirated and flushed the sheath with no issues. The arctic front catheter was re-inserted through the flexcath sheath past the valve. The physician aspirated again and minimal air bubbles were noted. The procedure was completed and no adverse event occurred.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.